Event description:
Pulmonetic systems, inc. Received a call from a representative of facility on 08/20/02. The representative reported the following problem: patient family had called in and stated patient had turned blue in face, but vent was not alarming - functioning normally. Thick secretions found in patient trach tube. Parent also mentioned when circuit was disconnected from patient, that the vent still did not alarm (vent still delivering breaths). On 9/6/02 rt from facility visited family, did operational checks on vent and found vent to alarm normally with patient disconnect, blockage, etc.